Event description:
It was reported that an angio-seal device was deployed by a cardiology fellow under the supervision of a certified physician. The device had been deployed in the femoral artery bifurcation which was less than 4mm in diameter and stenotic with visible plaque. An embolectomy was performed to remove plaque and the angio-seal device from the superficial femoral artery where it had embolized. The pt was reported to be recovering with no consequences.